Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device was turned off by using the clinician programmer and not the new clinician programmer.

Manufacturer narrative:
Continuation of d10: product ID 37602, serial# (B)(6), implanted: (B)(6) 2021, product type implantable neurostimulator. Product ID 8840, serial# (B)(6), product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's previous healthcare provider (hcp) inadvertently turned off the dbs system and this caused a lot of "trauma" with regards to return of symptoms (the patient had return of symptoms). The patient was in and out of the hospital and ER. It took a long time for the patient to start having symptoms and they are still not back to where they were before it turning off. The physician also changed the medication so they thought that was the reason the patient was experiencing the symptoms. The physician did not have the proper equipment to check the implant and only had the "old one" (8840 clinician programmer) and it wouldn't give him a reading. Finally, the physician got a reading saying that his software needed updating. They called the local manufacturer representative (rep) to come to the implanting surgeon's office and got the patient turned on again. The rep indicated that they were only notified about turning the patient back on, on april 14th. The rep was unaware of any adverse event associated with the device being off. The rep was told the return of symptoms have been resolved.